Manufacturer narrative:
Additional information determined the following (B)(4) s are also related to this event: (B)(4).

Event description:
Information was received from a company representative who indicated that the type of baclofen was most likely gablofen, as this was what was normally used by the account. The dose was unknown. The cause of the pump flipping and catheter issue was unknown; however, twiddler's syndrome or pendulous tissue was suspected. A revision surgery was scheduled for (B)(6) 2015, and it was noted that the issue would not be resolved until surgery occurred. Additional information was received from a healthcare provider (hcp). It was specified the pump contained gablofen at the time of the event. No other information was reported related to the event. Further follow up was done to determine the cause of the event.

Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen 2000mcg/ml (unknown dose and lot number) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was unknown. It was reported the patient experienced increased spasticity. There was a possible catheter issue and history of the pump flipping. A pump dye/rotor study was performed and the rotor moved correctly. They were unable to withdraw cerebrospinal fluid (csf) from the catheter access port (cap). A bolus trial with 100mcg was done via the pump with no improvement in spasticity. The patient followed up with the surgeon on (B)(6) 2015. Patient status was alive with no injury. The issue was not resolved. Surgical intervention was planned but was not scheduled. The cause of the event, interventions, dose, and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was reported by the health care professional (hcp). The hcp believed that the cause of the catheter issue was that the pump became loose in the pocket and flipped, eventually flipping back.